Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer miscalculated the amount of carbohydrates consumed, and delivered a bolus that was too large. Customer's blood glucose (bg) level was impacted (in the 60's mg/dl). The customer consumed carbohydrates and glucose tablets to address bg level.